Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that patient  had not used therapy because they were taking pain pills. Since they took pt off pain pill pt would like to start using the ins again to help the pain. Pt had not been charging. Pt no longer felt stimulation. Pt triedturning the stimulation on about a month ago and was not able to. Pt tried again today and called for help. At first pt could not locate their programmer on the call. Had pt use the recharger. Pt was not good at describing what they saw on the screen. At firs pt was saying they were seeing a normal charging screen. Reviewed how to turn stim on with the recharger. Pt said stimulation was not coming on. Had pt go look for their programmer. Pt used the programmer and got poor communication screen with and without antenna. Had pt try recharger again. Pt got reposition antenna screen. Reviewed ins might be in possible overdischarge. Redirected to hcp. Pt said they did not have a device managing hcp. Pt only had a primary care hcp. Pt mentioned they were scheduled to see their primary care hcp on thursday. Suggested to ask hcp if they were able to call ts or rep for assistance. Additional information was reported that the reason for call was the caller was calling to attempt to charge the ins from an overdischarged state. Tss had the caller attempt to connect to the ins with the patient controller and it displayed the poor communication symbol. The issue was not resolved through troubleshooting. Tss reviewed that a physician recharger is intended only for use with an hcp and a clinician programmer is required to complete the process. The caller decided to try to page a rep. Patient needs MRI, but patient hasn't recharged for 7 months. Patient got more pain medication thus he hasn't used scs therapy. Patient is likely in overdischarge. Troubleshooting was not required. The issue was not resolved through troubleshooting. The caller was redirected to nas to page rep.. Additional information received. Patient reported they're not able to charge stimulator. Plan to have surgery for smaller newer model.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.